Event description:
Event description cpi received information that this patient had twiddler's syndrome. As a result of the patient's constant manipulation of the implantable cardioverter defibrillator (ICD), and endotak transvenous defibrillation lead (0074), the lead became twisted and was removed from service. It was replaced with another cpi lead (0125).